Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: stripes in the image and light transmission was lost or too low a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no picture and stripes in the image was due to a defective charged coupled device (r-unit) and the low or loss of light transmission was due to the broken light guide (lg)-bundle of the video cable section olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had a damaged subject device, the output image was black, which the cmos chip or cable unit had been damaged. After replacing the subject device the problem was corrected. This issue occurred during preparation/prior to sedation. There were no reports of patient harm.

Event description:
It was reported the rigid video scope had a damaged subject device, the output image was black, which the cmos chip or cable unit had been damaged. After replacing the subject device the problem was corrected. This issue occurred during preparation/prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.